Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak was observed from the header. There was no patient injury or medical intervention associated with this event. No additional information is available.